Manufacturer narrative:
The legal manufacturer was notified and the device associated with this reported incident was received by the physical manufacturer for evaluation on 23-feb-2017. A thorough evaluation and testing of the insufflator using internal test methods was performed and found that the unit passed all functional testing requirements and performed within design specifications with no abnormalities or problems noted that could have caused or contributed to the alleged incident. Based on this finding, the complaint could not be verified and the root cause of this reported incident therefore could not be determined. This gs2000 serial (B)(4) was manufactured on 09-oct-2014 with the last service repair date of 07-sep-2016 with no problems noted. A 2-year review of the device complaint history shows a total of 10 reports received with similar problem including this one, of which 4 were received from the same user facility. Of the 10 complaints received, only 6 were considered as reportable events. To date, there have been no patient long term adverse effects reported resulting from this type of incidents. The instruction manual (intended use) states: the gs1000 and gs2000 series of insufflators shall be used for gas distension of the abdomen for diagnostic and/or operative laparoscopy. They should be used only when laparoscopic procedures are called for, and should therefore not be used for any other treatments. The conmed¿ gs2000 insufflator should be used only when minimally invasive procedures are called for, and should therefore not be used for any other treatments. It is designed to function with specific minimally invasive instruments that provide passage of gas to specific body cavities and should only be used with instruments specifically designed for that purpose. It should only be used under the direct guidance of a surgeon skilled in laparoscopic and minimally invasive surgical procedures. To reduce the risk of patient injury the instruction for use (IFU) provides the following precautions and warnings: - prolonged intra-abdominal pressures greater than 20 mmhg should be avoided. This can cause any of the following: metabolic acidosis with resultant cardiac irregularity. Compromised diaphragmatic excursion resulting in decreased respiration. Decreased venous return. Decreased cardiac output. - excessive absorption of co2 results from either excessive flow rate and/or excessive pressure. The abdomen can be adequately distended by pressure in the range of 15-20 mmhg. Use of pressure <20 mmhg will dramatically reduce the likelihood of intravasation of co2 gas into open vascular channels. Also, adequate respiration helps avoid problems related to excessive or retained co2. - infusion of co2 can result in carbonic acid irritation of the diaphragm. - this device should be operated only by or under the direct supervision of a physician experienced in laparoscopic / endoscopic surgical procedures. The user should be thoroughly familiar with the operation of this device prior to use. - infusion of co2 can result in embolization. Improper placement of the insufflation instrument could cause insufflation of gas into a vessel, resulting in air or co2 embolisms. To reduce the risk of air or co2 embolism, perform initial insufflation at a low flow rate and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Co2 embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure setting and close damaged vessels at once.

Event description:
The user facility reported that during a laparoscopic procedure the gs2000 the 50 l abdominal insufflator unit self-diagnostic start up sequence indicated that nothing was wrong. As the access ports had been seated and the insufflation of the abdomen initiated, an uncontrolled insufflation was noticed. The anesthetic nurse observed elevated pco2 and the surgeon observed a stretched abdomen. Insufflator was stopped and the gas was released out from the patient. The procedure went on and completed with the same unit. There was no medical or surgical intervention taken by the surgeon. Other than a 15-minute delay reported, the robot assisted laparoscopy procedure was otherwise completed with no patient injury. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.